Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a post-implant pneumothorax observed via x-ray the day following implant. Torax tube drainage was performed and the patient was discharged two days later. The intravenous leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.